Event description:
It was reported the patient experienced severe pain following the tined lead procedure. The etiology was surgery/anesthesia. Vicodin and percocet were given to the patient and the event resolved without sequelae on 2011-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v565872, implanted: 2011-(B)(6), product type lead. (B)(4).